Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 50 mg/dl. The customer stated they received a new sensor but noticed that the sensor never worked after going out to dance. The customer noticed that the wrong transmitter identification was programed in the insulin ump. The customer was assisted with programing the correct transmitter identification. The customer was transferred to the proper channels for assistance. The customer did not return the product back for analysis.